Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Event description:
Information received from the article, yoon jw, siddiqui ah, dumont tm, et al. Feasibility and safety of pipeline embolization device in patients with ruptured carotid blister aneurysms. Neurosurgery. 2014: 75(4): 419-429. This case series reports the physician¿s initial experiences with the pipeline embolization device (ped) in the treatment of ruptured blister aneurysms. All the patients in the study presented with small ruptured wide necked and thin walled aneurysms arising at the non-branching sites in the distal ica (internal carotid artery). All the patients were given aspirin and clopidogrel prior to the procedure, but different antiplatelet therapy was added for patients that were plavix resistant. Eleven patients were treated with a total of twelve ruptured blister aneurysms underwent ped treatment. None of the patients suffered re-bleeding during the perioperative and follow-up periods and none of the patients required additional treatment at the site of aneurysmal rupture. Three major symptomatic perioperative complications occurred. There was one middle cerebral artery territory infarction, one ipsilateral vision loss, and one death. Two patients had perioperative complications with no clinical consequences. One was an asymptomatic ica dissection caused by the guiding catheter. The other patient had complete stent thrombosis and occlusion of the ica.these patients were asymptomatic immediately post procedure and at follow up visits (all for the exception of the one death). One patient presented with a small ruptured aneurysm measuring 2mm x 2mm located in the supraclinoid segment of the left ica and underwent ped treatment under full heparinization. Post procedure, the patient returned to neurological baseline. The next morning, the patient was noted to have a slight right drift and decreased verbal output which progressed to a left frontal premotor syndrome. A CT (computed tomography) scan did not show any new infarct or evidence of re-bleeding and follow-up angiography did not show evidence of intraluminal clot or distal embolism. The patient deteriorated further after the angiogram and a repeat CT revealed an intraparenchymal hemorrhage without any connection to the blister aneurysm. The family declined aggressive intervention and the patient expired after 2 days.